Event description:
During a procedure, the end of the bone holding forceps broke off. All broken fragments were retrieved. Another set of forceps was used to complete this part of the procedure. While trying to extract a screw, the tip of the cannulated hexagonal screwdriver shaft broke. Another screwdriver was used to complete the procedure with no further problems. There was no delay in the procedure and no adverse effect to the patient was noted. This is 2 of 2 reports for the same event.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. (B)(4): placeholder.

Manufacturer narrative:
The returned instrument was manufactured in april 1999 and is over 13 years old. A 6nm torque limiting handle is provided in the lfn set to preventing over torquing of the screwdriver which could result in the tip breaking. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. The device was used for treatment. Placeholder.